Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because the facility reported the tip of the instrument fractured during a tooth extraction. The exodontia elevr #46r serrated (part# 09-0252, lot#: 110416j16 ) was returned for investigation. Visual evaluation showed signs of use as there were minor scratches on the body of the elevator and the tip had fractured off. The complaint is confirmed. The most likely underlying cause of the complaint is that excessive force was used, beyond what the instrument was designed to encounter. The DHR was reviewed and there are no indications of a manufacturing defects. This is a level one complaint in accordance with the levels defined in sop 14.0.9 product evaluation section 7.2.3. The application fmea (see general instrument afmea) has been reviewed and it was determined that the reported event is identified in line# 9 \ use of instrument \ use of general instrument \ fracture, bend, twist, deform, or jams \ customer dissatisfaction, no replacement parts are available, major delay in surgery. The risk has a listed severity of 3 (referring to sop 4.1.1, modification to surgical procedure, major increase in surgical time) and occurrence of 2 (referring to sop 4.1.1, = 3%). Complaint history for the exodontia elevr #46r serrated (part#: 09-0252, lot#: 110416j16) was reviewed, leading to a complaint rate of 1.5%, which is less than the occurrence listed in the application fmea. The DHR of this product's reported lot was reviewed and no non-conformance was found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event occurred between (B)(6) and (B)(6) of 2019.

Event description:
It was reported that the instrument fractured during tooth extraction. No adverse events have been reported as a result of the malfunction.